Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a coyote balloon catheter with a 0.014 guidewire stuck inside of it. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed buckling to the shaft 28cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported event.

Event description:
It was reported that catheter entrapment on guidewire occurred. A 2.0mm x 80mm x 90cm, otw coyote balloon dilatation catheter was selected for the index procedure. During the procedure, however, the coyote balloon dilatation catheter was advanced, but the non-boston scientific .014 inch, 190 cm guidewire became entrapped in the balloon catheter. The procedure was completed with another of same device. No patient harm resulted in relation to this event.

Event description:
It was reported that catheter entrapment on guidewire occurred. A 2.0mm x 80mm x 90cm, otw coyote balloon dilatation catheter was selected for the index procedure. During the procedure, however, the coyote balloon dilatation catheter was advanced, but the non-boston scientific .014 inch, 190 cm guidewire became entrapped in the balloon catheter. The procedure was completed with another of same device. No patient harm resulted in relation to this event.